Event description:
Healthcare professional reported ruptured implant left side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b3, d1, d2, d4, d6a, d6b, d9, g1, h3, h4, h6. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified; linear opening, yellow particles in shell, fold creases, wear abrasion. The leak test and microscopic analysis was performed which identified; a linear sharp opening on radius side assessed as unidentified (tear) opening (a dimension measurement in the shell was performed which identify the thickness within specification). Based on the device analysis the final assessment is: a sharp opening assessed as unidentified(tear) opening.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported ruptured implant left side. Device has been explanted.